Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. Small fragments were missing and was not return with the accessory. Additional observations not reported by site: the instrument was found to have a blade broken. The blade broke at roughly 0.17¿ from the base. A broken piece was returned. The instrument was found to have a broken clamp arm. There were no missing pieces from the clamp arm.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument teflon pad came out despite all precautions taken by the surgeon. The instrument was not energized without tissue and back cut function was not performed. The procedure was completed with no reports of patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument (serial number# (B)(6)) teflon pad came out, and the instrument tip broke. When the issue occurred, the harmonic ace instrument was inside the patient. The instrument was inspected prior to use, and no prior damage was observed. The surgeon did not notice any issues with the functionality of the instrument during procedure. The instrument did not collide with other instruments or hard material during procedure. There were no fragments fell into the patient. The staff straightened the instrument wrist prior to the removal of the instrument. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The post-operative tests like an x-ray was not performed to check for remaining fragments. The procedure was completed robotically. There was no patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.